Event description:
On 2019-10-02, linkbio complaints department was notified of a revision surgery that took place on (B)(6) 2019 to address an expansion bolt that "backed out" after it was originally implanted on (B)(6) 2017 (catalog: 172-947/38, lot#: 1703003). The backed-out expansion bolt was initially implanted with an mp reconstruction prosthesis system neck segment (catalog: 172-984/26, lot#: 160502/3252) and a 180 mm mp stem (catalog: 172-918/18, lot#: 1705224).

Manufacturer narrative:
The review of the device history record showed no deviations. All product features correspond with the valid specifications of the waldemar link gmbh & co. Kg at the time, when the product was produced.

Manufacturer narrative:
The review of the device history record showed no deviations. All product features corresponded with the valid specifications of the waldemar link gmbh & co. Kg at the time, when the item was produced.

Event description:
On 2019-10-02, linkbio complaints department was notified of a revision surgery that took place on (B)(6) 2019 to address an expansion bolt that "backed out" after it was originally implanted on (B)(6) 2017 (catalog 172-947/38, lot # 1703003). The backed-out expansion bolt was initially implanted with an mp reconstruction prosthesis system neck segment (catalog 172-984/26, lot # 160502/3252) and a 180 mm mp stem (catalog 172-918/18, lot # 1705224).